Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. Date of event is unknown. This report is for five (5) unknown screws. Part#, lot# and UDI # is not available. It is unknown if the device was explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for five (5) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient was implanted with the retrograde/antegrade femoral nail (r/afn) with standard locking. It was identified on the post-operative x-ray taken on (B)(6) 2018, that the patient fractured the proximal part of the femur. A revision surgery is required. Revision surgery was planned on (B)(6) 2018 in which, the surgeon will use cables and asls6 screws for the revision procedure. And if this is not enough he will use a r/afn blade in the proximal part of the antegrade nail. It is unknown if the revision was completed as planned. This report is for five (5) unknown screws. This is report 2 of 2 for (B)(4).